Event description:
It was reported that insulin pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and no additional issues were reported.

Manufacturer narrative:
Added device information